Manufacturer narrative:
Analysis of the returned device shows that visual analysis shows the presence of blood in the balloon of the ibt. The shape of the balloon indicates that the balloon was used during surgery. During functional analysis it was possible to inflate the balloon until the miv (maximum inflation volume) of 4cc and no hole or leak was noted. Based on the information provided, visual and functional analysis, no damage is visible on the ibt. No hole and no leak detected even when the miv was reached. The device is working properly.

Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure, during the procedure it was noted that both balloons rupt ured. It was not known if the patient had an allergy to the contrast media.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show lateral views of kyphoplasty taken during the procedure. Only a single level is being addressed in this film. There is no evidence of extravasated dye to suggest rupture. The balloon is flattened against the superior endplate suggesting good containment of the contrast material and considerable resistance of the superior endplate of t9. This particular view shows no sign of balloon failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.